Event description:
It was reported that the subject device restarts automatically when switch on.

Event description:
It was reported that the subject device restarts automatically when switch on.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject device restarts automatically when switch on.